Event description:
It was reported that during an lar procedure, the device cut and stapled, but only some of the staples formed. The patient was given an unplanned permanent colostomy, as the area of the rectum being worked on was too low to try to complete the anastomosis.